Event description:
It was reported that occlusion alarms occurred. The incident caused the customer's blood glucose to read "high," but no specific value was provided. The customer addressed the high blood glucose by administering a correction bolus via the pump and resumed insulin without changing any supplies or requiring third-party assistance.